Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed power error detected. The customer's blood glucose level was 156 mg/dl at the time of the incident. The alarm was not resolved. Advised the pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test and displacement test. No unexpected pump error alarms during testing however, the formatted history file confirmed pump error (line number (B)(4), file number (B)(4)) and pump error alarms due to a software error. Insulin pump was received with scratched case, pillowing keypad overlay, missing serial number label, and minor scratched lcd window.